Event description:
Literature was reviewed regarding 'a single centre long term follow up of the nellix endovascular aneurysm sealing system'. The time frame of this study was (B)(6) 2016. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx. Among patient adverse events included: -treatment of nellix failure was initially endovascular embolization with onyx or coils (n = 3).  The approach to nellix failure transitioned to open surgical conversion (osc) following these initial endovascular attempts. Despite attempts to treat the type ii endoleak (t2el) endovascularly, in two of these patients, all three required osc. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: mathisen, s. R., <(>&<)> berge, s. T. (2024). A single centre long term follow up of the nellix endovascular aneurysm sealing system. European journal of vascular <(>&<)> endovascular surgery, 67(5), 747¿753. Https://doi.org/10.1016/j.ejvs.2023.11.010 a.2. This value is the median age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.